Event description:
It was reported that the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation was abraded at 24.8 cm to 26.3 cm from the helix end. The distal coil was fractured at 35.8 cm from the helix end as a result of cyclic stress.